Event description:
It was reported that before an upgrade procedure the device was interrogated showing that the pacing impedance was low but in range. The procedure was started and during lead access, ventricular fibrillation occurred and was appropriately treated with shock. Subsequently, artifacts were observed on the rv channel. Rv lead revision was performed followed by the planned upgrade.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.